Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was admitted to the emergency department (ed) with several day history of increasing dyspnea on exertion since implantable cardioverter defibrillator system implant. The event relatedness to the procedure and system was unknown. The patient was treated with medication. The patient¿s condition improved during ed evaluation.